Manufacturer narrative:
E1 full address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit would not power up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a blackout due to a circuit board failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer allegation was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.